Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced percutaneous lead (driveline) infection was reported under medwatch MDR report# 2916596-2018-00751. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 8 years, 2 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that the patient experienced (B)(6) and burkholderia, percutaneous lead (driveline) infection. A computed tomography scan showed interval development of gas along both the inflow and outflow cannula in addition to increased soft tissue thickening and several loculi of gas along the right subcostal driveline tract. This raised concern for infection of the lvad device with progression of the driveline infection. Cts surgery was consulted and deemed him not a candidate for device replacement. The patient was treated with antibiotics. Many discussions were had with the patient and his family regarding the severity of infection and difficulty controlling the infection. Hospice was consulted. The patient requested to be discharged to home with hospice care and would continue with prescribed oral antibiotics and coumadin with inr monitoring 2-4 times a month while on hospice. The patient expired peacefully at home with sister and niece at bedside. No additional information was provided.